Event description:
During lap chole surgery, the clip applier clips were not closing at the end of the clip and slipping off. Distal end of staple did not clip closed. New package opened and surgery completed. Packaging not saved. Lot number unknown.